Manufacturer narrative:
Outcomes attributed to adverse events: other: udf. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, during insertion of the non-locking screw the head of the screw broke off when fully inserted. Due to the difficulty of removing the screw, the surgeon elected to leave the screw implanted in the patient. No additional patient complications were reported.